Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory. A thorough evaluation of the lead was performed. Visual inspection and laboratory analysis confirmed all coils are fractured approximately 43 cm from the terminal pin, area of suture sleeve tie-down. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
--

Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not providing pacing therapy. A revision procedure was performed and a lead fracture was revealed. The lead was explanted without further incident. No adverse patient effects were reported.